Event description:
The account alleged the bed will not go into trendelenburg. No pt impact.

Manufacturer narrative:
The technician found the trendelenburg cylinders were bent. The technician replaced the trendelenburg cylinders to resolve the issue.